Manufacturer narrative:
1/13/1998-supplement #1 sent to FDA.

Event description:
The product was used during a low anterior resection procedure. Reportedly, the anastomosis was not complete and there was bowel leakage. The surgeon stated that the pt was tubed and stool was found in the drainage. The hosp has reported the pt's condition is satisfactory.